Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort on the left side of the shaft with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and replaced. Upon explant, it was noted that the left cylinder had swollen and overfilled leading to pressure on the cavernosum which caused the patient symptoms. Additionally, inflation issues and pump collapse were noted. There were no further patient complications.